Manufacturer narrative:
There are no allegations of any system or component failure and the patient reported good pain relief while the system was implanted and active. There are no indications of infection and the firm is unaware of any lab testing to confirm or rule out the presence of infection or bacteria at the incision site. Per the patient admission as well as physician evaluation, the patient behavior directly affected the healing of the surgical wound. The patient was repeatedly picking at the scab and re-opening the wound despite being advised to not touch the site. Explant was performed due to patient behavior causing poor healing.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In (B)(6) 2023 the patient reported to a nalu representative that there is some discomfort in the affected extremity and that the surgical incision from the implant procedure was not healing. During a subsequent visit with the physician, it was noted that the wound had scabbed and appeared to be healing. Doctor advised to follow up if there were any further issues. Multiple follow-up visits were conducted with nalu representatives and the physician in which the incision would alternate between open and scabbed over. Per the physician, the repeated re-opening of the incision site posed a risk of infection and thus recomended removing the nalu system. A full system explant was performed on (B)(6) 2024.